Manufacturer narrative:
The device was not returned to the manufacturer as of the date of this report. A supplemental report will be sent after the device evaluation if the device is received. The device history was reviewed and no discrepancies were found.

Event description:
It was reported that during a procedure, upon closing, the jaw would not open back up, clamping onto the tissue and not releasing. A harmonic unit was used to cut the device out of the patient. It was reported that there was no harm to the patient.

Manufacturer narrative:
The device was returned with the jaws closed but the jaws were not in the locked position. The jaws were able to open up easily without using any force. The device history record was reviewed and there were no discrepancies found. The device passed all visual and functional testing as well as the electrical testing for isolation, continuity and switch tests. The device was also hooked up to the force triad generator and activated using simulated tissue and passed with the end tone being heard indicating a completed seal cycle. There were no error codes displayed. The reported event could not be confirmed as the device was found to be fully functional. Unable to duplicate the accounts report.